Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the impedance of the right ventricular (rv) lead had risen upon attempting to burrow the lead into septum. The lead was removed and due to tissue stuck inside the lead's helix, it was difficult to further advance the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.